Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he received a motor error alarm on the insulin pump. Customer was trying to change out his infusion set. Customer's blood glucose was 267 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they do not use/use the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are unable to complete the rewind sequence. The pump would not allow him to complete the rewind sequence because a motor error alarm occurred right after. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump received with cracked reservoir tube lip and minor scratched lcd window.